Manufacturer narrative:
E1 initial reporter city: (B)(4). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis with a guidewire coiled seperately to the device. The device was returned without the stent. The balloon was reviewed, and issues were noted. The balloon showed signs of both positive and negative pressure having been applied. Bunching was observed along the length of the balloon body and the section of the inner lumen though the balloon body. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found bunching of the polymer extrusion from 2mm proximal of the bi-component bond extending proximally to a length of 20mm. A visual and tactile examination of another manufacturers guidewire returned with the complaint device found no issues. The wire od was measured with a snapgauge. There were no areas of coating peeled off or kinks noted along the length. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the slightly tortuous right coronary artery (rca). After a non-bsc guide catheter passed through the lesion, a 3.50 x 38 synergy ii drug-eluting stent was advanced and placed in the mid to distal rca. The stent was dilated with the pressure increased to 10 atmospheres (atm), 12 atm and 14 atm respectively. However, when the device was pulled out into the guide catheter, the wire and the device were trapped and could not be moved completely. Eventually, both devices were removed together with the wire and the procedure was completed with no patient complications reported.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the slightly tortuous right coronary artery (rca). After a non-bsc guide catheter passed through the lesion, a 3.50 x 38 synergy ii drug-eluting stent was advanced and placed in the mid to distal rca. The stent was dilated with the pressure increased to 10 atmospheres (atm), 12 atm and 14 atm respectively. However, when the device was pulled out into the guide catheter, the wire and the device were trapped and could not be moved completely. Eventually, both devices were removed together with the wire and the procedure was completed with no patient complications reported.